Manufacturer narrative:
The device was received for evaluation. During functional testing, an alarm air bubbles detector was not working was found to be a reload set. A review of the event history log revealed 'reload set!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The ultrasonic sensor requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air bubble detector alarms not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.